Event description:
It was reported that the touchscreen of the pump was cracked and shattered due to being hit by a car door. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and sent a new one with updated software to the customer, who agreed to return the damaged pump. Customer will continue to use current pump for insulin delivery.